Event description:
It was reported that the patient feels warmth in the pocket area around the device about every three months. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.